Event description:
The customer reported a false negative reaction of one donor unit with seraclone anti-k. The customer did return the supposedly defective product, but not a sample of the donor unit that had caused the false negative test result. Our quality control laboratory tested the retained seraclone anti-k sample in parallel to the complaint sample with different k+k+ red blood cells and reagent red blood cells of bio-rad and a competitor. All positive reactions were correct. We did not observe any false negative reaction. The potency of the retained sample and the complaint sample were also tested. The required minimum titer was exceeded. Both the complaint and retained sample showed comparable results in all tests performed. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-k functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.